Event description:
It was reported that the right ventricular (rv) lead exhibited slowly rising impedance values. The lead remains in use and will continued to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and rising. On 2014-(B)(6) rv pacing impedance measured 1539 ohms; trend has been slowly rising since 2014-(B)(6).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).